Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherit risk. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that an alert was generated for right ventricular (rv) intrinsic amplitude out of range due to a measurement less than 3 mv. Two stored non-sustained ventricular tachycardia (nsvt) episodes show oversensing of noise on the atrial and rv channels. The system remains in service and no adverse patient effects were reported.

Event description:
It was reported that an alert was generated for right ventricular (rv) intrinsic amplitude out of range due to a measurement less than 3 mv. Two stored non-sustained ventricular tachycardia (nsvt) episodes show oversensing of noise on the atrial and rv channels. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.